Event description:
Boston scientific received information that this patient suffered a fall, and as a result the device was pushed closer to the sternum, causing pain and pocket erosion. The device was revised, however during the repositioning procedure, the device was unable to be placed back in the pocket so it was replaced with a competitor device. The patients home monitoring system detected a change indicating that tachy therapy had been turned off. It is believed that the patient is in possession of the explanted device, and thus is causing some alerts to be sent via the home monitoring system. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.